Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is unknown.